Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer rebooted the system. The system was then operating as intended.

Event description:
The customer reported that the live image screen locked up, resulting in a loss of live image. There is no report of patient injury.